Event description:
A customer reported that 16 patients were inadvertently discharged from the central station, without user interaction. Patient data was reportedly lost. No adverse events were reported. The initial eval by the field service engineer indicated that the ats had turned off due to a cpu fan failure, resulting in the issue observed by the customer. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.